Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial e1, e2, and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling by the user. It is possible the event occurred due to the following: - the cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. - due to insufficient attachment to the scope, the cover was easy to come off the scope. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative, on behalf of a user facility, reported to olympus that after therapeutic endoscopic retrograde cholangiopancreatography with a evis exera iii duodenovideoscope, the single use distal cover came off in the intubated patient's mouth. The physician was able to remove the cover from the mouth without any extra devices or rescoping, and stated that it was cracked upon removal. No medical intervention was required. No delay occurred, and there was no impact to the outcome of the procedure or the patient. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover.

Event description:
It was additionally reported that the cap came off inside the patients mouth at the start of the procedure. The patient was intubated while prone. The physician moved the scope in and out of the patient a few times in an attempt to pass the scope into the esophagus. The thought is that the cap got caught on the endotracheal tube and came off. The anesthesia provider did a finger sweep and removed the cap from the patient's mouth.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.